Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of autoimmune disorder ("autoimmune disorder type of disorder: to be supplemented") and device dislocation ("migration of the essure device") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included spontaneous abortion and pre-eclampsia. Concurrent conditions included bicornuate uterus, adhesion since 2007, bicornuate uterus since 2009 and depression. Concomitant products included ibuprofen for dysmenorrhea, cyclobenzaprine hydrochloride (flexeril) and morphine for pain, oxymorphone hydrochloride (opana) and vicodin for pain and dysmenorrhea, duloxetine hydrochloride (cymbalta) for pain, dysmenorrhea and fatigue as well as alprazolam (xanax) and vicodin (norco). On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced autoimmune disorder (seriousness criterion medically significant), bladder disorder ("bladder problems"), dental caries ("dental problems/ tooth decay"), alopecia ("hair loss"), fatigue ("chronic fatigue"), menorrhagia ("abnormally heavy menstrual bleeding, prolonged and abnormal menstruation"), vaginal haemorrhage ("abnormal bleeding vaginal"), the first episode of dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)") and allergy to metals ("nickel allergy") with rash erythematous, rash and dysgeusia. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower, feeling abnormal ("brain frog"), urinary tract disorder ("urination problems"), arthralgia ("hip pain"), anxiety ("anxiety"), migraine ("migraines"), headache ("headaches"), uterine pain ("uterine pain"), back pain ("lower back pain / back pain"), vaginal infection ("vaginal infections") with vaginal discharge and the second episode of dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (underwent a bilateral salpingectomy, during which both of her fallopian tubes removed). Essure was removed on (B)(6) 2012. At the time of the report, the autoimmune disorder, bladder disorder, urinary tract disorder, dental caries, vaginal haemorrhage and allergy to metals outcome was unknown and the device dislocation, feeling abnormal, arthralgia, anxiety, alopecia, fatigue, migraine, headache, uterine pain, back pain, menorrhagia, vaginal infection and dyspareunia had not resolved. The reporter considered allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, bladder disorder, dental caries, device dislocation, dyspareunia, fatigue, feeling abnormal, headache, menorrhagia, migraine, urinary tract disorder, uterine pain, vaginal haemorrhage, vaginal infection, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. The reporter commented: since her removal surgery, she continues to experience, and receive treatment for, many of the symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan in (B)(6) 2013: migration of the essure device. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: confirming dysmenorrhea and chronic pelvic pain". Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet was received. Events added from pfs abnormal bleeding menorrhagia, abnormal bleeding vaginal, allergic or hypersensitivity reaction type: metallic taste in mouth, autoimmune disorder type of disorder: to be supplemented, bladder problems or urinary problems or changes, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), nickel allergy, pain, rashes or skin conditions type: to be supplemented, vaginal discharge, fatigue, hair loss, pelvis pain, abdominal pain, back pain. Fu 1 and 2 processed together. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device"), autoimmune disorder ("autoimmune disorder type of disorder: to be supplemented") and systemic lupus erythematosus ("lupus") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included spontaneous abortion and pre-eclampsia. Concurrent conditions included bicornuate uterus, adhesion since 2007, bicornuate uterus since 2009 and depression. Concomitant products included ibuprofen for dysmenorrhea, cyclobenzaprine hydrochloride (flexeril) and morphine for pain, oxymorphone hydrochloride (opana) and vicodin for pain and dysmenorrhea, duloxetine hydrochloride (cymbalta) for pain, dysmenorrhea and fatigue as well as alprazolam (xanax) and vicodin (norco). On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced autoimmune disorder (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), feeling abnormal ("brain frog"), bladder disorder ("bladder problems"), dental caries ("dental problems/ tooth decay"), alopecia ("hair loss"), fatigue ("chronic fatigue"), menorrhagia ("abnormally heavy menstrual bleeding, prolonged and abnormal menstruation"), vaginal haemorrhage ("abnormal bleeding vaginal"), the first episode of dysmenorrhoea ("abnormally severe menstrual pain / dysmenorrhea (cramping)"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy") with rash erythematous, rash and dysgeusia and tooth disorder ("dental problems"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower, urinary tract disorder ("urination problems"), arthralgia ("hip pain"), anxiety ("anxiety"), migraine ("migraines"), headache ("headaches"), uterine pain ("uterine pain"), back pain ("lower back pain / back pain"), vaginal infection ("vaginal infections") with vaginal discharge, the second episode of dysmenorrhoea ("dysmenorrhea (cramping)"), urticaria ("hives") and blister ("blisters"). The patient was treated with surgery (underwent a bilateral salpingectomy, during which both of her fallopian tubes removed). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, feeling abnormal, arthralgia, anxiety, migraine, headache, uterine pain, back pain, menorrhagia and vaginal infection had not resolved, the autoimmune disorder, systemic lupus erythematosus, bladder disorder, urinary tract disorder, dental caries, allergy to metals, urticaria, blister and tooth disorder outcome was unknown, the alopecia and dyspareunia had resolved and the fatigue, vaginal haemorrhage and the last episode of dysmenorrhoea was resolving. The reporter considered allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, bladder disorder, blister, dental caries, device dislocation, dyspareunia, fatigue, feeling abnormal, headache, menorrhagia, migraine, systemic lupus erythematosus, tooth disorder, urinary tract disorder, urticaria, uterine pain, vaginal haemorrhage, vaginal infection, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. The reporter commented: since her removal surgery, she continues to experience, and receive treatment for, many of the symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2013: migration of the essure device. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: confirming dysmenorrhea and chronic pelvic pain" most recent follow-up information incorporated above includes: on 5-sep-2018: pfs received event " she did not undergo essure confirmation test' added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device"), autoimmune disorder ("autoimmune disorder type of disorder: to be supplemented") and systemic lupus erythematosus ("lupus") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included spontaneous abortion and pre-eclampsia. Concurrent conditions included bicornuate uterus, adhesion since 2007, bicornuate uterus since 2009 and depression. Concomitant products included ibuprofen for dysmenorrhea, cyclobenzaprine hydrochloride (flexeril) and morphine for pain, oxymorphone hydrochloride (opana) and vicodin for pain and dysmenorrhea, duloxetine hydrochloride (cymbalta) for pain, dysmenorrhea and fatigue as well as alprazolam (xanax) and vicodin (norco). On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced autoimmune disorder (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), feeling abnormal ("brain frog"), bladder disorder ("bladder problems"), dental caries ("dental problems/ tooth decay"), alopecia ("hair loss"), fatigue ("chronic fatigue"), menorrhagia ("abnormally heavy menstrual bleeding, prolonged and abnormal menstruation"), vaginal haemorrhage ("abnormal bleeding vaginal"), the first episode of dysmenorrhoea ("abnormally severe menstrual pain / dysmenorrhea (cramping)"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy") with rash erythematous, rash and dysgeusia and tooth disorder ("dental problems"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower, urinary tract disorder ("urination problems"), arthralgia ("hip pain"), anxiety ("anxiety"), migraine ("migraines"), headache ("headaches"), uterine pain ("uterine pain"), back pain ("lower back pain / back pain"), vaginal infection ("vaginal infections") with vaginal discharge, the second episode of dysmenorrhoea ("dysmenorrhea (cramping)"), urticaria ("hives") and blister ("blisters"). The patient was treated with surgery (underwent a bilateral salpingectomy, during which both of her fallopian tubes removed). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, feeling abnormal, arthralgia, anxiety, migraine, headache, uterine pain, back pain, menorrhagia and vaginal infection had not resolved, the autoimmune disorder, systemic lupus erythematosus, bladder disorder, urinary tract disorder, dental caries, allergy to metals, urticaria, blister and tooth disorder outcome was unknown, the alopecia and dyspareunia had resolved and the fatigue, vaginal haemorrhage and the last episode of dysmenorrhoea was resolving. The reporter considered allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, bladder disorder, blister, dental caries, device dislocation, dyspareunia, fatigue, feeling abnormal, headache, menorrhagia, migraine, systemic lupus erythematosus, tooth disorder, urinary tract disorder, urticaria, uterine pain, vaginal haemorrhage, vaginal infection, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. The reporter commented: since her removal surgery, she continues to experience, and receive treatment for, many of the symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2013: migration of the essure device. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: confirming dysmenorrhea and chronic pelvic pain" . Most recent follow-up information incorporated above includes: on 25-may-2018: pfs received - new events "urticaria, lupus, blisters, dental problems" were added. New reporter were added. Incident . No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6), the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, dysmenorrhoea ("abnormally severe menstrual pain"), back pain ("lower back pain"), uterine pain ("uterine pain"), menorrhagia ("abnormally heavy menstrual bleeding, prolonged and abnormal menstruation"), dental caries ("tooth decay"), dysgeusia ("metallic taste in mouth"), feeling abnormal ("brain frog"), migraine ("migraines"), headache ("headaches"), vaginal infection ("vaginal infections") with vaginal discharge, dyspareunia ("painful intercourse"), anxiety ("anxiety"), rash erythematous ("skin rashes and redness"), alopecia ("hair loss"), fatigue ("chronic fatigue") and arthralgia ("hip pain"). The patient was treated with surgery (underwent a bilateral salpingectomy, during which both of her fallopian tubes removed). Essure was removed in (B)(6). At the time of the report, the device dislocation, dysmenorrhoea, back pain, uterine pain, menorrhagia, dental caries, dysgeusia, feeling abnormal, migraine, headache, vaginal infection, dyspareunia, anxiety, rash erythematous, alopecia, fatigue and arthralgia had not resolved. The reporter considered alopecia, anxiety, arthralgia, back pain, dental caries, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, menorrhagia, migraine, rash erythematous, uterine pain and vaginal infection to be related to essure. The reporter commented: since her removal surgery, she continues to experience, and receive treatment for, many of the symptoms. Diagnostic results (normal ranges are provided in parenthesis if available):ultrasound scan - in (B)(6): migration of the essure deviceincident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.